Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. The device was returned to olympus for inspection, and the complaints reportable malfunction of all light-emitting diode of front panel continuously glowing and no image was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: printed circuit card eject button not working intermittently due to faulty printed circuit cardboard, dust inside the unit need to clean, wires found corroded, receptacle pin found damage, front panel found damage, corrosion on rear panel. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be a failure of the printed circuit board. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation) equipment kept in controlled temperature & humidity. During fumigation equipment must cover or moved to other area. Equipment to be placed in dust free environment. Prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Clean the equipment with soft & clean cloth. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service officer reported (on behalf of the customer), the evis exera ii video system center had no image the equipment needed to be sent for inspection. The issue was found during preparation for use for a diagnostic endoscopy procedure that was postponed now, and the facility is waiting for loaner equipment to perform the procedure. The patient¿s health was stable, but the diagnosis will be done in a few days. There were no reports of patient harm.